Event description:
The customer reported the system displayed an unusable image then shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the gpos single board computer. The system operates as intended.